Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). A non-shockwave balloon was used to pre-dilate the vessel. 90 ivl pulses were successfully delivered at 4 atm before the balloon ruptured. The procedure was completed without another ivl catheter. Following ivl treatment, a drug eluting stent (des) was deployed across the mid-distal rca lesion. Another des was deployed across the proximal-mid rca lesion, overlapping distally with the previously placed stent. Multiple non-shockwave balloons were used for post-dilatation. A post-intervention angiogram revealed thrombolysis in myocardial infarction (timi) 3 flow and no evidence of dissection or perforation. The patient was discharged the day after the index procedure. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was a q-wave nstemi attributable to the target vessel. The mi was reported to occur the same day as the index procedure. The cec noted that the troponin levels were greater than 10 x upper limit of normal (uln) within 48 hours of the index procedure. Additionally, film was reviewed, and the cec noted a side branch occlusion and no ECG changes. There was no additional intervention reported, and the patient was discharged the day after the index procedure. The cec determined that the mi was possibly related to the study device and definitely related to the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitely determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. There is no indication that the balloon rupture of the ivl catheter was related to the patient outcome. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.